Event description:
Additional information received indicated the physician was able to perform a successful threshold test and additional intervention was not required.

Event description:
It was reported that during a follow up in clinic, the capture threshold test was started but was unable to be completed. Another programmer was used, however, the capture threshold test was again unable to complete. Abbott technical support was contacted, session records were reviewed, and no technical anomalies were noted on the device. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.